Event description:
A physician successfully deployed a xact stent into the right internal carotid artery. Post the stenting, the patient experienced a headache and left hand weakness. Patient discharged three days post procedure without reported resolution to left hand weakness.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.